Event description:
E-mail received from the sales rep. On (B)(4) 2014, provided information regarding the product code and lot number for this complaint.

Event description:
E-mail received from the sales rep. Informed that: "my surgeon notified me yesterday afternoon that he has three patients who received shunts over the past six months who are severely over shunting and it has caused a collapse in ventricles on each patient¿. Additional information: ¿patient came in with an abscess and had ventriculostomies placed then went to operating room on (B)(6) 2014 for placement of vp shunt. Pt initially did well then had a dramatic change neurologically and head CT revealed intraventricular hemorrhage". (B)(4). Additional information received from the sales rep. On (B)(6) 2014: the patient that died was (B)(6). She had a brain abscess and most likely had complications from her abscess but she did have over shunting even with pressure set at 200 and had bleeding into the ventricles".

Manufacturer narrative:
(B)(4).

Event description:
Lot number first noted in etq was not for this product code. E-mail sent on the 25th sept. Asking for an update on lot number, no reply.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Additional information: lot number first noted in etq was not for this product code. E-mail sent on the 25th sept. Asking for an update on lot number, no reply. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.